Event description:
Patient's called to report that the plastic under the sensor patch gives her irritation and spoke with her medical doctor (md) several times. The md stated to put cortisone cream on the rash. The patient said the marks are not permanent, but they are red and bumpy, takes about three weeks to heal. The patient did not make a medical appointment specifically for the irritation or rash because of the device, but she mentioned the rash at multiple checkup visits(dates unknown).